Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the internal blue fiber cable pigtail (scrap item) in the patient side cart (psc) to resolve the reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a single non-recoverable fault occurred. The customer power cycled the system, and the fault returned. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to power off the system using the power button. The tse confirmed with the customer that all fiber cables were fully seated. At the time of the call, the fault was pointing to an issue with the patient cart controller (pcc). The tse remained on the phone while the system completed the self-test. The customer reported event has no report of patient injury.